Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they noticed a difference between the sensor and the blood glucose readings. Customer stated the sensor was reading 49 mg/dl and the threshold suspend alarm was set at 60 mg/dl. Customer stated that they received a low predict alarm and five minutes later the insulin pump shut off and alarmed threshold suspend. Customer also mentioned instances when the sensor would read 64 mg/dl and the blood glucose readings would be 152 mg/dl. Customer was advised to monitor.